Event description:
Discomfort/soreness when pumping, device/bs failure not evident. Pain when pumping. Customer stated this has been going on for awhile. Customer states nipples have open wounds. Customer visited with lc who stated she needs a smaller bs size. Also recommended lansinoh cream. On (B)(6) 2013, during f/u, a new issue was disclosed customer had mastitis.

Manufacturer narrative:
Customer service sent replacement shields to the customer. Attempts to f/u with the customer to ge add'l info were unsuccessful, however, customer did speak with a clinician. A medela clinician spoke to the customer on (B)(4) 2013, at which time the customer stated she received the replacement breast shields and finds that they work well for her. She further stated she has recently developed mastitis and is being treated by her physician with antibiotics. The issue of breast shield size is resolved. Customer's new issue of mastitis is being attended to by her physician. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breast-fed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).